Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was intermittently a blockage within the cartridges. The cartridges were changed to resolve the issue. Customer's blood glucose level was 180 mg/dl.